Event description:
The complaint is about broken full upper denture. According to the doctor, patient had truedent denture for 2 hours and then it broke. The laboratory was unsure of what exactly happened.